Event description:
The customer reported that their dual monitor central nurse's station (cns) has gone completely blank and is prompting a "no video present" error. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their dual monitor central nurse's station (cns) has gone completely blank and is prompting a "no video present" error. No harm or injury was reported.